Event description:
It was reported that balloon leak occurred. The 90% stenosed, target lesion was located in a vessel in the neck. A 5.0mmx20mmx135cm (4f) sterling balloon catheter was selected for use. However, it was noticed that the balloon was leaking gas. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There was contrast in the inflation lumen and balloon, and blood in the guidewire lumen. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There were no issues detected. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis did not confirm the reported leak. D4 lot number: updated from 0024164174 to 0022530390. D4 expiration date: changed from 07/24/2022 to 08/16/2021 h4 device manufacture date: changed from 07/25/2019 to 08/17/2018.

Manufacturer narrative:
D4 lot number: updated from 0024164174 to 0022530390. D4 expiration date: changed from 07/24/2022 to 08/16/2021 h4 device manufacture date: changed from 07/25/2019 to 08/17/2018.

Event description:
It was reported that balloon leak occurred. The 90% stenosed, target lesion was located in a vessel in the neck. A 5.0mmx20mmx135cm (4f) sterling balloon catheter was selected for use. However, it was noticed that the balloon was leaking gas. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.

Event description:
It was reported that balloon leak occurred. The 90% stenosed, target lesion was located in a vessel in the neck. A 5.0mmx20mmx135cm (4f) sterling balloon catheter was selected for use. However, it was noticed that the balloon was leaking gas. The procedure was completed with another of the same device. There were no patient complications nor injuries reported and the patient's status was stable.